Event description:
It was reported that during treatment with one unit of prismaflex m100 set, an external fluid leak was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection identified air bubbles in the dialysate post pump line; however, no external leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.